Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a laparoscopically assisted distal gastrectomy procedure, the device was able to fire but got stuck after firing. The device was removed without problem. There was no patient injury.